Event description:
It was reported the implantable cardioverter defibrillator (ICD) and non-bsc right ventricular (rv) lead were explanted due to erosion in the pocket and an unknown bacterial infection. Another system was implanted with no additional adverse patient effects reported.